Manufacturer narrative:
Other applicable components are: product ID: 977c265, serial# (B)(4), implanted: (B)(6) 2018, explanted: (B)(6) 2019, product type: lead. If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a consumer regarding a patient who was implanted with a neurostimulator (ins) for non-malignant pain. It was reported the device was working great on the legs cramps but not on his back pain. Patient stated the device was more effective and did help with back pain during his trial. Troubleshooting prior the call included patient notified managing healthcare provider (hcp) who prescribed hydrocodone and asked the patient if he wanted to remove the device. The result of the call was patient was redirected to follow up with hcp to ask if reprograming might be performed to cover back pain. It was reviewed hcp might consider scheduling an appointment with rep to assist, and patient¿s next appointment on (B)(6). Additional information was received from patient. Patient stated he received 2 letters, and he wanted to answer letters over phone with patient services. Patient stated back on (B)(6) 2018, rep met patient at healthcare provider office (hcp) and reprogrammed their unit a, b, and c. Patient wanted to use a for a week, b for a week and c for week, and went back and saw hcp and rep on (B)(6) 2018. Patient noted the way rep reprogrammed it now was not getting relief in legs or back, it was always being the back but getting leg cramps now where before not getting leg cramps but back was still bothering patient, so patient thought it got to be changed. Patient noted a was not working at all, so he needed to call rep. When asked what step was taken to resolve the patient¿s device, patient stated she had rep reprogrammed a, b and c, and the pain wasn¿t resolved. Additional information received from a manufacturer's representative on (B)(6) 2019. It was reported that the patient wasn't receiving lower back or left side stimulation. The patient's lead placement was at t9-10 and the lead was replaced and set at t8-t9. The issue was noted as being resolved. No further complications reported.

Event description:
Additional information was received from the patient. Patient stated that 2.5 years ago when ins was first placed, the device didn't work at all and for 6 months was working with hcp. They did programs and patient still did not get stimulation in the back. Patient was in pain for 2 weeks after surgeries for ins and doctor has patient on hydro codone and hydro morphine pills and not getting relief. Later, the rep reported that patient did have a lead replaced on (B)(6) 2019. Mdt rep was present at the revision. The old lead was taken out and the new, bigger 5-6-5 lead was placed. Different doctor wanted to replace the lead because original implant doctor placed a smaller lead and new doctor wanted that bigger lead in to address patient¿s concern that they were not getting the relief in lower back. No further complications were reported.

Manufacturer narrative:
Concomitant medical products: product ID 977c265, serial# (B)(6), implanted: (B)(6)2018, explanted: (B)(6) 2019, product type lead. Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from the patient who reported their device wasn't helping with their legs or back and hasn't really helped since the leads were replaced on (B)(6) 2019. Patient reported prior to having leads revised, the device didn't help at all since implanted. Patient reported they had an appointment scheduled with manufacturer representative (B)(6) 2019.

Manufacturer narrative:
Continuation of concomitant products: product ID 977c265, serial# (B)(4), implanted: (B)(6)2018, explanted: (B)(6) 2019, product type: lead. If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information was received from the patient and a manufacturer representative (rep). The patient reported that their device was not working so they did a revision on (B)(6) 2019. The rep reported that the cause of the lack of stimulation was likely the lead placement. No further complications were reported/anticipated.